Event description:
Possible delay in initiating a code response. Rt weaned pt from vent 15 mins prior to event, stepped out of room and upon return to draw abg, found patient unresponsive and bedside monitor with all zeros. No audible alarms noted. Main desk monitor checked and noted that the heart rate alarm was off and when turned on at the nursing station, the alarm turned itself off immediately. This occurred multiple times. Fukuda was called and guided through the configuration settings. The problem was that the configuration for heart rate alarm source was set on spo2 and not on ECG on the bedside monitor.